Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of intermittent telemetry failure however the cable was replaced as a preventive measure. The device passed functional and bench tests. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head experienced intermittent telemetry failure. The rf head has been returned for testing. No patient complications have been reported as a result of this event.